Event description:
It was reported that this pacemaker was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
All testing completed on the device passed or was not applicable, therefore no problem was detected. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this pacemaker was explanted due to infection. No additional adverse patient effects were reported.